Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead showed oversensing, noise, high impedance, fracture, and two non-sustained tachyarrhythmia episodes. The lead was capped and replaced. No further patient complications have been reported as a result of this event.